Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that a loss of rotation occurred. A 2.4mm jetstream device was selected for use. During the procedure, rotation was lost and the jetstream made soft sounds. An attempt to restart rotation in blades up, blades down, and rex mode was performed, without success. The procedure was completed with a 2.1mm jetstream. There were no patient complications.